Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore; product analysis could not be performed. However, inappropriate shock therapy has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently admitted to hospital following inappropriate shock therapy. The patient had been running at the time of the event, when they received two inappropriate shocks. Upon review of the episode in hospital, it was determined that the therapy was delivered due to over-sensing in the primary sensing vector and that the smartpass feature had automatically been disabled. Troubleshooting was performed, which revealed noise in the secondary and alternate sensing vectors. X-ray imaging was also performed. The physician elected to re-enable the smartpass feature and discharge the patient with close remote monitoring. It was noted that the patient fell as a result of the shocks, causing discomfort, swelling, and abrasions on their knees. The patient also noted chest pain as result of the inappropriate therapy. Boston scientific technical services (ts) was contacted for review and confirmed that the inappropriate therapy was delivered due to decreased r-wave amplitude measurements and subsequent t-wave over-sensing. Further troubleshooting options were provided. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently admitted to hospital following inappropriate shock therapy. The patient had been running at the time of the event, when they received two inappropriate shocks. Upon review of the episode in hospital, it was determined that the therapy was delivered due to over-sensing in the primary sensing vector and that the smartpass feature had automatically been disabled. Troubleshooting was performed, which revealed noise in the secondary and alternate sensing vectors. X-ray imaging was also performed. The physician elected to re-enable the smartpass feature and discharge the patient with close remote monitoring. It was noted that the patient fell as a result of the shocks, causing discomfort, swelling, and abrasions on their knees. The patient also noted chest pain as result of the inappropriate therapy. Boston scientific technical services (ts) was contacted for review and confirmed that the inappropriate therapy was delivered due to decreased r-wave amplitude measurements and subsequent t-wave over-sensing. Further troubleshooting options were provided. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.